Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported while a patient was receiving taxol they could not get the medication to infuse. Pump kept beeping indicating there was an occlusion. After multiple nurses tried fixing the pump, taxol was taken down and given to pharmacy to re-prime. Once taxol was restarted it was noted that the pump was dripping from the connection pieces between the primary and secondary lines. Tubing removed and replaced with new primary connection. It was also mentioned that there was a small chemo spill. There was patient involvement and no human harm or adverse event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.